Manufacturer narrative:
This event was determined to be supplemental information and investigation findings were submitted under MFR # 2916596-2024-04100.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and captured driveline comm faults throughout the event history.